Event description:
Pt experienced break-through pain on missing pump refill due to inability to hear pump alarm. The health care provider was able to hear the alarm with a stethoscope, & the pt was advised to not rely on the alarm in the future for refill notification. The device remains implanted as of the date of this report.